Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that they had an issue with their device. The patient had three mris in the past with the ins implanted. Two times in the pelvic district and one time in the knee. The manufacture representative was informed about them. The patient also reported that they couldn't feel the stimulation after these MRI scans or was unable to interrogate the ins with their patient programmer. The patient¿s ins was replaced and the event was resolved. No further complications were reported or anticipated.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the issue was not determined. The hospital didn't report any issue, only the patient reported it. According to the patient, they did not have any symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.